Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had flap lift enhancement surgery on (B)(6) 2015 and presented on (B)(6) 2015 with epithelial ingrowths in 2 spots in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, patient post op bcva shows decrease of more than 2 lines. The patient complained of irritation in left eye, blurred near vision and dry eyes. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 3.50 x -1.00 x 88, left eye pre-op 20/20 2.50 x .00 x 90. Bcva from (B)(6) 2015: right eye post-op 20/40 -1.00 x -.50 x 30, left eye post-op 20/20 1.00 x -1.00 x 165.